Event description:
Additional information reported indicated that the implantable neurostimulator (ins) came out of the pocket and fell down to the patient's buttock area. The patient's pocket was revised and secured. The lead was replaced due to a potential crack. Post revision, the patient had received effective therapy. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of lead model 3889, lot# unk showed no significant anomalies but the outer insulation had a cosmetic cut. The continuity was acceptable and no shorts were seen. (B)(4)

Event description:
It was reported that when the patient's lead was explanted, a crack was observed. The patient outcome was reported as recovered without sequelae. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).